Event description:
It was reported that the device reach elective replacement indicator earlier than estimated and was now at end of life status. The device was explanted and replaced. It was also reported that the right ventricular lead had insulation failure. Low impedance and high thresholds were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.